Manufacturer narrative:
Product was returned and device evaluation was performed accordingly: device available for evaluation? Yes. Returned to manufacturer on: 04/17/2018. Device returned to manufacturer? Yes. Device evaluation: the returned product was in the original package. The sample was inspected twice by two qualified final inspection operators using 12x magnification. There are traces of a dried yellow substance in the tube and there is also a plug in the tube. Investigation of the return sample and the condition of the return sample do not suggest the obstruction was introduced during manufacturing. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The product was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the doctor tried to flush the silicone tube, it would not advance. The event occurred during handling/prior to insertion. There was no patient contact. No additional information was provided to abbott medical optics.